Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 783634 UDI: (B)(4). Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5174094, UDI: (B)(4). Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5174103, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the left side lead extension on contacts one and three wherein the patients tremor symptoms were not controlled. The patient underwent a revision procedure where the lead extensions and implantable pulse generator (ipg) were replaced. After the procedure the physician assessed that the high impedances were not resolved. The physician determined the high impedances were on the lead which remains implanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned. Additional information was received indicating that the patient continued to experience high impedance issues. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 5171936. UDI: (B)(4). Product family: dbs-ipg-r-MRI. Upn: m365db1200s0. Model: db-1200-s. Serial: (B)(6). Batch: 740321. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the left side lead extension on contacts one and three wherein the patients tremor symptoms were not controlled. The patient underwent a revision procedure where the lead extensions and implantable pulse generator (ipg) were replaced. After the procedure the physician assessed that the high impedances were not resolved. The physician determined the high impedances were on the lead which remains implanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.